Event description:
The intraoral x-ray unit fell off the wall and cracked the lower half of the casting. The unit was not in use and no one was in the room at the time.

Manufacturer narrative:
There was no user or patient injury with this event. A dealer service technician performed an inspection of the 765 unit on-site at the doctor's office following the reported failure. During the evaluation it was found that one of the top two lag bolts had snapped off / broke and the other had pulled free from the wall indicating that it was not into any structural material. The cause of the bolt breaking is unknown as parts could not be recovered. Based on conversations with service tech and image provided, indications of incorrect assembly are believed to be the cause of the failure. The failure of the bottom part of the casting was a result of repetitive use while withstanding the entire load force of the machine. Per proper mounting instruction, a minimum of two lag bolts are to be secured to a structural material, such as a wall stud, block or concrete wall. Evaluation performed by dealer service.